Event description:
The patient reported the non-slip lining in the wearable was irritating their skin. As a result they decided to have their devices explanted. An explant procedure was performed on (B)(6) 2023. They were not prescribed antibiotics as there was no visible opening of the skin or signs of infection. No further information is available.

Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. The stimulator is used to treat pain. The cause of the explant is due to the wearable irritating the patient's skin. However, the cause of the irritation is unknown. Therefore, the conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearables. Wearables rates remain acceptably low; thus, CAPA is not required. Wearables rates will continue to be tracked and trended.